Event description:
Three problems with bbraun products: bc 2000 addease connector. Connector leaks after attaching the vial to the bag. Experienced over 100 leaking bags over a one month period. Multiple lot numbers. Dextrose 5% and sodium chloride 0.9% 100ml bags do not contain barcode. Lot number j3a949 for the dextrose bags and lot number j3b927 for the ns bags. Dextrose 5% 100ml and ns 50ml bags have particulates (coring) in the bags after injecting meds into the bags. Dextrose bag lots include j3a949 and ns bag lot number is j3a933.